Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider found a voltage decline between the battery and the power sequence printed circuit board (pcb). It was solved by retightening the terminal connector. The voltage of the power sequence pcb, the dc-dc pcb, the power switch and the power supply path was checked and was good and the battery functioned normally.

Event description:
It was reported that the ventilator shut down within 1 minute. There was no patient involvement.

Manufacturer narrative:
Device evaluation: although medtronic was not authorized to evaluate/service the device, one battery and switch cable was returned to medtronic¿s product analysis laboratory. An investigation was performed and the reported issue was not duplicated. No fault was found with the returned battery and switch cable. If information is provided in the future, a supplemental report will be issued.